Manufacturer narrative:
Final analysis found that the analog integrated circuit (u1) was suspected to be defective. The u1 was replaced and the battery data was able to be measured and displayed correctly. This likely contributed to the reported complaint of premature battery depletion.

Event description:
It was reported that the pulse generator exhibited premature battery depletion. The device was explanted. The patient was asymptomatic.

Manufacturer narrative:
(B)(4). Device evaluation anticipated, but not yet begun.